Manufacturer narrative:
Reported event: an event regarding infection involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: re pi: which is from malaysia and represents a female patient, dob (B)(6) 1937 whose date of explantation is listed as (B)(6) 2021. The event description states: "... Infection occurred ... Required implant exchange... First tkr 8 years back." Undated x-rays: ap and lateral left knee: cemented tka, reduced, nominal, no patellar resurfacing. No clinical or pmh, no patient demographics, no operative reports, no bacteriology lab reports. Based upon the 2 x-rays provided, neither confirmation of the event description nor preparation of a medical report is possible for this case. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided.. Further information such as pathology repots, return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by surgeon that infection occurred on patient and required insert exchange. Patient did first tkr 8 years back.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by surgeon that infection occurred on patient and required insert exchange. Patient did first tkr 8 years back.